Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labelling was reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Complete initial reporter zip:(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states unit is not suctioning asked to do the ts and water test and it passed. Asked where she is getting her wicks from b/c the last order I see is from (B)(6) 2024 and he stated he thinks thy are getting them from amazon informed that is a 3rd party site and it could be the wicks. A rep did explain the wick placement and bending of wick with the pwfx30 wicks. A rep advised will have to bend those more to get the curve UK shape. Rep also explained the pwfxh30 wicks and stated if she wants, she can try those to see how they work. Rep explained once the box of wicks is open, she can't do an exchange and explained the return policy, and they understood. Patient husband wanted to place order for the pwfxh30 placed order in sf and informed of the return policy. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.

Event description:
It was reported that the customer states unit is not suctioning asked to do the ts and water test and it passed. Asked where she is getting her wicks from b/c the last order I see is from (B)(6) 2024 and he stated he thinks thy are getting them from amazon informed that is a 3rd party site and it could be the wicks. A rep did explain the wick placement and bending of wick with the pwfx30 wicks. A rep advised will have to bend those more to get the curve UK shape.  Rep also explained the pwfxh30 wicks and stated if she wants, she can try those to see how they work.  Rep explained once the box of wicks is open, she can't do an exchange and explained the return policy, and they understood. Patient husband wanted to place order for the pwfxh30 placed order in sf and informed of the return policy. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.